Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing frequent ipg charging. It was also stated that the ipg had high impedances. The patient underwent an ipg replacement procedure for an alpha ipg and was doing well postoperatively. The explanted device will not be returned.